Event description:
It was reported that the device had alarms for no reason. No additional information. No patient involvement.

Manufacturer narrative:
Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the ail sensor assembly. A review of the complaint history record was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 28 nov 2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had alarms for no reason. No additional information. No patient involvement.

Manufacturer narrative:
Please disregard the previous report. The file was reassessed and it was determined to be non-reportable.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had alarms for no reason. No additional information. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced ail assembly, rear case assembly, door assembly with keypad, and membrane frame. Lvp air in line recall completed. Lvp rear case recall completed. A review of the device history record showed the device had a manufacture date of 28 nov 2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the ail sensor assembly. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had alarms for no reason. No additional information. No patient involvement.